Event description:
The customer stated that comparison tests were performed using her breeze2 meter and her doctor's meter. The breeze2 gave a reading in the 300's (mg/dl), while the other meter read 187 mg/dl. If the customer's meter read 381 mg/dl or higher, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had already disposed of the meter, so no product will be returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer was unable to provide the meter serial number, so it was not possible to determine the manufacture date.